Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Requested patient information on (B)(6) 2022 and (B)(6) 2022. No patient information provided to date. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation during a case. The patient was manually ventilated. There was no patient injury.